Manufacturer narrative:
Concomitant medical products: product ID hh9020scs; serial# unknown. Product ID a72200; serial# unknown. Product type software. Product ID tm91scs; serial# (B)(6). Product ID tm91scs; serial# (B)(6). B3: date is approximate. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported that their handset displayed a message saying 'stimulator wasn't responding' yesterday and today. Pt was in a lot of pain, and wasn't sure if the device was working. Pt mentioned that they turned the device off and back on yesterday and it was working, but for the last two days, the device still showed 'wasn't responding. 'During the call, agent walked pt through connecting the handset to ins. Patient was on group c at 1. 6v, and said that was what they were used to using. Agent had pt change to group a, but pt said they didn't feel any difference. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue; agent suggested meeting with a medtronic rep to have their ins interrogated and/or programming adjusted to see if a rep could figure out what happened. The handset was showing that stimulation was on and connected, and the screen pt was describing did not repopulate while on call. Pt plugged handset into the charger and a code 310 (connection interrupted, connection to neurostimulator was interrupted) came up. Pss had pt press exit, the attempt to connect again, and pt was able to successfully connect to their implant. Pss reviewed handset/equipment/ins seemed to be working as intended now and reviewed to monitor and capture screen details should anything come up again. Pt called back stating that the communicator continues to unlink from their handset. Pt commented that the bluetooth does not seem to be working. Caller stated they received a replacement handset but are still having issues. Pss reviewed that pt was sent a replacement communicator and pt was adamant that they were not sent a communicator and kept saying they received a replacement "phone"/handset. Pss reviewed information and sent an email to repair to replace the communicator. Patient called back and stated they received the replacement communicator but did not know how to set it up. Agent walked patient through unpairing the old communicator and pairing the replacement communicator. Agent reviewed everything appeared to be working as intended. The rep called because patient (pt) is having the same therapy issues. Pt said 3-4 times a day it feels like therapy stimulation is going off. Sometimes it feels like the therapy stimulation increases to a higher amplitude. Ts reviewed with the pt that the handset and communicator would not randomly affect therapy sensation. Rep will meet with pt to check impedances and as settings. Pt called and repeated information from this case. Pt noted they received the replacement communicator, but still couldn't connect and don't think the communicator was charging. Pt had the communicator plugged in for 2 days and they communicator wouldn't charge. Agent had the pt plug the communicator into the wall and they saw the green blinking light this time. Pt unplugged the communicator and blinked yellow, then red, and shut off. Agent had the pt plug into the wall and saw the green blinking light and made sure the pt was using the replacement cord that came with the communicator. Pt attempted to connect their communicator to their handset but saw a system error "0x20b21fe2." Agent consulted with technical services about the error and them and mobility weren't sure about the message. Pt pressed restart and couldn't connect, but they still had their previous communicator paired to the handset. Agent helped the pt remove the old communicator to add the replacement communicator to the handset. Pt mentioned they we re in a lot of pain and agent reviewed the handset/communicator not connecting wouldn't affect their stimulation. Agent suggested the pt continue recharging the communicator for 1-2 hours and then try to pair the communicator and call back if necessary. Mdt rep called back. Caller stated patient is continuing to have the same issues with the new communicator (see sn listed in secure note) as the old one; including the new communicator will charge all night and then deplete within a few hours. Patient reported with the old communicator they would see errors 3-4 times day and when they saw the message(s), would start to feel pain or sometimes not feel the vibration at all. Patient stated they have seen the following issues with both communicators - intermittent connection with ins. "App not responding", system error 0x385fa4ff, code 310 (connection to ins interrupted) and "no device response". Patient still has both old and new communicators because they've reverted back to using the old one since the new one doesn't hold a charge. During the call, tss had caller restart handset and attempt to connect to ins but screen kept spinning and (old) communicator bluetooth light wasn't flashing. Tss had caller reset the old communicator and this allowed caller to successfully connect to ins. Patient stated they restart the handset everyday (patient has also already received replacement handset) and they reset the communicator 3 weeks ago and it is still having the same issues. Tss requested replacement communicator from repair and stated that patient needs to return other communicators so they can be analyzed. Tss reviewed that, typically, external equipment issues shouldn't affect patient's st imulation/therapy. Caller requested this case be escalated - tss notified principal tss of case. Tss emailed physician and address updates to drs. Additional information was received from the patient. Pt called back and repeated information from this case. Pt noted they don't take pain pills anymore and the little pain the felt wasn't a big deal, but they noted whenever the handset disconnects from the communicator via bluetooth then they wouldn't feel vibration and would be in pain. Pt mentioned the internet would automatically disconnect and cause them pain due to disconnecting from the internet. Agent reviewed that the handset being turned off or disconnected from the communicator wouldn't affect their therapy. Pt became escalated and noted that the information the agent provided wasn't true because they can't leave the handset at home and have to take the handset with them everywhere or else the vibration stops and they begin to feel pain. Agent consulted with mobility and reassured the pt that the handset isn't affected by the internet and if the handset being left at home would alter the therapy. Mobility agent suggested having the pt reset the network settings of the handset. Agent helped the pt reset the network settings and the pt successfully connected the handset to their communicator and confirmed their group therapy b was turned on. Agent reviewed role of rep and provided the pt with the nas number for their hcp office. Agent reviewed the external equipment was functioning as intended and suggested the pt follow-up with their hcp to address their vibration turning off and the pain. Pt called back and repeated information from this case. Pt noted they spoke to a rep and they said to request a replacement handset and communicator to rule out those. Agent reviewed multiple replacement communicators were sent already from this case and the issues persisted, so the agent consulted with mobility to lock the handset to return to repair. Agent sent an email to repair for a vanta handset. Agent suggested the pt follow-up with their hcp and mdt rep if the issues persisted. Pt called back and said the hcp found after doing a recent x-ray that "one of the things have moved", which could be the reason for the communication issue. Pt says they still haven't tried the handset that repair sent them recently. Pss had them try to pair it which was unsuccessful. They then said the old handset was working, but the connection "would get disconnected". They tried the old handset and it said device not found. Neither piece of equipment is working. Pt is upset that neither piece of equipment is working and that the rep won't call them back. Pt kept repeating this, and pss reviewed they can call hcp. Pt was upset and said "I gotta get off of here" and ended the call.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient continued to get the system error code 0x385fa4ff after receiving multiple handsets and communicators.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that a lead had migrated. The rep reported that the cause of the device movement, loss of stimulation and inability to communicate with the implantable neurostimulator (ins) was not determined. The rep reported that for actions/interventions, a new communicator and recharger were sent out. The event has not been resolved. The patient's weight at the time was unknown and this information was also confirmed with a physician/account.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID 977a190, serial# (B)(6), product type lead product ID 977a190, serial# (B)(6), product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). The caller wanted to make sure the pt's new handset that was sent out would connect to the communicator and ins. Tss had pt turn off their initial (first) handset and focus on the new handset and communicator. Tss had pt scan the qr code and the handset connected to the communicator/ins immediately, pt showing on group a. This resolved the rep's/pt's inquiry.

Manufacturer narrative:
Continuation of d10: product ID hh9020scs lot# serial# unknown implanted: explanted: product type product ID a72200 lot# serial# unknown implanted: explanted: product type software product ID tm91scs lot# serial# (B)(6) implanted: explanted: product type product ID tm91scs lot# serial# (B)(6) implanted: explanted: product type medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.